Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted as of this time. A call was united states placed to technical services on (B)(6) 2018 stating that on (B)(6) the ra lead had lead safety switch more than 2000 ohms. Did some isometrics with no out of range measurements or noise. Possibly a header or spring contact issue. There is one measurement of more than 3000 ohms. The following physician was dr. (B)(6) at (B)(6) cardiology in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).